Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Device was not returned.

Event description:
It was reported that an implant (bopt5411) was extracted due to periimplantitis at tooth location 26.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® tapered implant 5/4 x 11.5mm (bopt5411) was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # and lot # (DHR/IFU/rmf). No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported device was located on tooth # 26 and was used for approximately 5.5 weeks. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2018020545). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2018020545) for similar events and no other relevant complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection & bone loss) or device (bopt5411). Therefore, based on the available information, device malfunction could not be verified and the reported events (infection & bone loss) were non verifiable. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number: (B)(4). D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.